Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 04/19/2017 that on (B)(6) 2017, the transmitter stopped working. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The share data log was reviewed on (B)(6)2017. The complaint of transmitter stopped working was confirmed due to the presence of signal loss. Share data investigation confirmed signal loss on (B)(6)2017. A root cause could not be determined post investigation.